Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. We were unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, radio frequency board, motor, vibrator motor and battery tube assembly during visual inspection. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he jumped into the lake while wearing his insulin pump. The patient's blood glucose at the time of incident was 400 mg/dl. Troubleshooting was declined for the high blood glucose. The insulin pump was inspected and the only alarm that occurred since the moisture exposure was a low reservoir alarm. A self test was performed and the device passed. However, the customer mentioned that after the first rewind the customer had difficulty priming; the motor's piston did not move and the customer had to redo the rewind and priming processes. The insulin pump will be returned and replaced.